Event description:
Patient reported "health problems", "pain", "prosthesis was in very bad condition" and "psychological impact". This record is for the left side. Device remains implanted. It is unknown if device will return.

Manufacturer narrative:
The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.